Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 11/1/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. Amanda, nurse, is calling on behalf of the customer. The customer is concerned with high results obtained. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of fatigue. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/27/2018 and open vial date is undisclosed. (B)(6).